Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder aneurysm. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder aneurysm. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and functionally tested for leaks. The pump kink resistant tubing (krt) was worn down to the filament, a hole at strain relief krt (cylinder) junction from sharp instrument was found. The pump had a leak at strain relief krt (cylinder) junction from sharp instrument. Krt was trimmed with window quick connector (wqc). The pump was functionally tested and did not pass activation tests. One cylinder had detached outer tube and detached broken fabric threads in the proximal due to sharp instrument, krt was fatigue down to the filament. The cylinder also had bulging when inflated with syringe. No leaks were identified. Second cylinder had wear at fold in the middle of the cylinder body. Krt worn down to the filament. No leaks were identified. Product analysis confirmed the reported allegation as cylinder bulge was identified in one cylinder. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
A2. Age at time of event updated a3. Sex updated d6a. Implant date updated c2/d10: concomitant product/therapy updated g1. MFR contact first name, MFR contact last name and MFR contact email corrected.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder aneurysm. No patient complications were reported.